Event description:
A pt claims to have visited a blood bank and their finger lanced by a unistik 2 device. Some days later the pt claimed that pt had discomfort in their finger. After visual inspection the blood bank apparently identified a small foreign body in the pt's finger. The blood bank proceeded to remove the small foreign body which resolved the problem.